Event description:
It was reported the guidewire fractured. A 1.50mm rotapro and rotawire were selected for an atherectomy procedure in the mid left anterior descending artery (lad). During the procedure, the burr was unable to advance over the rotawire over a tortuous segment during delivery to the distal lesion site. The burr was becoming hung up on the wire and was unable to further advance. The physician's opinion was that there was course material inside the distal tip of the burr, inhibiting advancement on the bend section.the rotapro was removed. It was found that the rotawire tip broke detached in the patient at the weld spot transition. The physician was able to successfully retrieve the rotawire tip. The vessel was re-wired and atherectomy was performed with a new 1.50mm rotapro successfully without issue. There were no patient complications reported and the patient had an excellent outcome. It was further reported that the wire fragment was removed by trapping it with a compliant balloon and buddy wire. No patient complications occurred due to this.

Event description:
It was reported the guidewire fractured. A 1.50mm rotapro and rotawire were selected for an atherectomy procedure in the mid left anterior descending artery (lad). During the procedure, the burr was unable to advance over the rotawire over a tortuous segment during delivery to the distal lesion site. The burr was becoming hung up on the wire and was unable to further advance. The physician's opinion was that there was course material inside the distal tip of the burr, inhibiting advancement on the bend section. The rotapro was removed. It was found that the rotawire tip broke detached in the patient at the weld spot transition. The physician was able to successfully retrieve the rotawire tip. The vessel was re-wired and atherectomy was performed with a new 1.50mm rotapro successfully without issue. There were no patient complications reported and the patient had an excellent outcome.